Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsonian tremor and movement disorders. It was reported that the patient had problems with falling and having back pain prior to getting dbs but they were resolved and things were great when she started receiving therapy. About 4 months ago, the patient reported her symptoms have returned and worsened. Her legs were freezing up, she was shuffling, and she was tipping and falling intermittently. It was around this time that the patient started lsvt therapy for her parkinson's (about 3 months ago) and then her back started hurting her again. The patient recently had rf ablation for her back pain and thinks it made her back pain worse. She has had lot problems since the procedure but does not think her "dbs has gotten any worse". The patient explained that 2 days after the procedure she was ok, then the novocain wore off and then she couldn't walk, started falling a lot and ended up in a wheelchair because of the walking issues and back pain. The patient reported she has had several severe falls in the last 3 months. One time she hit her sternum and it knocked her out; she has been to the ER twice because of the falls. The symptoms began to return during her lsvt and boxing therapy for her parkinson's. The patient is planning on calling her health care provider (hcp) to have the implantable neurostimulator (ins) reprogrammed. Last month the patient was reprogrammed and it helped her waking for a 1.5-2 months but it did not resolve her freezing. The patient noted she also had an unrelated hip replacement surgery 6-7 months ago and stimulation was turned off before the procedure. Additional information has been requested regarding cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.